Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's had fever and had redness, swelling and discharge at the device pocket due to infection. The patient's implantable cardioverter defibrillator (ICD) was also noted to have eroded through the skin. The ICD, the right ventricular lead, the left ventricular lead and the right atrial lead due to the infection. A new ICD system was implanted on the right side. The patient was stable throughout the procedure.